Event description:
Swelling in both knees [joint swelling], worsened knee pain in both knees [arthralgia], both knees hurt with the injections [injection site pain]. Case description: spontaneous report received on 04-aug-2009 from a (B)(6) female patient, (B)(6), whose relevant medical history included: osteoarthritis and 3 previous synvisc injections in (B)(6) 2008. The patient received her first injection of synvisc one into both knees on (B)(6) 2009. She reported that both knees hurt with the synvisc one injections, and that the left knee hurt so badly that she could not get off the table after the injection. She had extreme pain in the left knee, pain in the right knee, and swelling in both knees after the injections. She used ice, rest, and anti-inflammatories to treat the knee pain. The patient's physician prescribed "steroids" to treat the patient's pain and swelling in both knees. Over the weekend and while taking the steroids, she reported less swelling and pain in both knees. Until (B)(6) 2009, she felt decreased pain and swelling since starting the steroids and she continued to have decreased pain and swelling until she decreased her steroid pill intake to 1 pill per day. At that point, she then started to experience increased pain in the left knee, worsened pain in the right knee, and swelling in both knees. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.